Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an a33 alarm on the insulin pump. The customer's blood glucose level was 250 mg/dl. The customer stated that after keeping pushing the act button he got an a33 alarm. The customer was asked to stop using the insulin pump and to start with mdi. The customer got a replacement insulin pump.

Manufacturer narrative:
Insulin pump alarmed motor error alarmed during basic occlusion testing due to faulty force sensor. Insulin pump was unable to test for prime test and occlusion test due to motor error alarm. Insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, cracked case at display window corner and stained end cap sticker.